Event description:
Eighteen year old silicone implants removed. Implant was ruptured, and silicone spilled through out my chest. I am extremely ill. My life is hell and I cannot believe these are on the market. My life is ruined. Someday the people who allowed these devices will have to answer to a higher power. I feel like I am dying and I may. And I have no help in paying for this. Implants were mentor. Do these people have no soul? My life is ruined. Thanks. Dose or amount: enough to kill; frequency: everyday; route: other.